Event description:
Consumer bought the rest assured extra comfort and it¿s not fitting her right. It¿s very weak and thin at the front so part of it is breaking off already. She wants a replacement. Consumer threw guard away.